Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not completed.

Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the clave y-site. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.